Manufacturer narrative:
(B)(4). Retainer ring = clear. Customer complained about the unit having physical damage on the back on event date of (B)(6) 2021. Unit passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked retainer, cracked reservoir tube lip, cracked select button on keypad overlay, pillowing keypad overlay, missing display window cover, scratched/peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. Unit was confirmed for cracked battery tube area. Unit passed required testing.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at back. No harm requiring medical intervention was reported. The customer will discontinue use of the device.